Event description:
(B)(4). I didn't know it had nickel. I'm allergic to different metals. A lot of days I stay in bed in pain on left side lower belly, pain during sex, very tired all the time, skin irritations, belly itchy. Had to remove piercing from belly. Feet tingling and fall asleep, cycle coming out like powder, dizzy and blackouts, bacterial infection. Every time seen at (B)(4) clinic and cervicitis every time. Depression, anxiety.